Event description:
A company representative has reported an event of where the tilt actuator has gone bad in less than two months. Reportedly, the end user heard a buzzing sound and notified the dealer who upon servicing identified that the part needs replacement. There is no injury or ill effect to this end user.

Manufacturer narrative:
(B)(4) model 3gtq3-cg, serial number/date (B)(4) is approximately 2 months old. The owner's manual part number 1143151, rev.I(may-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. Additional information was received, however, in speaking with the dealer in this event no detail was provided on the medical condition, stability and medication regimen are unknown. The malfunction is not confirmed.